Manufacturer narrative:
This is a follow-up to a previous medwatch. The safari2 guidewrie was received for analysis on july 29, 2019. As received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a dim "a" length of 275.95cm, curve dimensions of 2.75cm x 3.30cm, and a finished diameter of .03455" to .03460". A gage bushing certified to be .0355" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. The specimen presented a large radius bend located 19.5 to 29.75cm from the proximal end. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested and was determined to be acceptable. As noted above, the specimen presented a large radius bend located 19.5 to 29.75cm from the proximal end. The bend damage near the proximal end was not mentioned in the complaint narrative and was likely caused during post-event handling. The complaint narrative did not make any report of damage or deficiency against the safari2 wire. The investigation concluded that the product met specification at the time of shipment. The end user noted that they could not confirm if the ventricle tears occurred from the safari2 guidewire or the nosecone of another device used in the same procedure. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and procedural factors may have contributed to the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The product was reportedly disposed. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The end user noted that they could not confirm if the ventricle tears occurred from the safari2 guidewire or the nosecone of another device used in the same procedure. At this time, it is not possible to assign a definitive root cause for the event as reported. It appears clinical and/or procedural factors may have contributed to the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received, a follow-up medwatch report will be submitted.

Event description:
As reported; event description: it was reported that: 23mm valve implanted in a female patient. The safari2 xs was placed inside the left ventricle and the patient got a 3rd degree heart block due to wire placement and had a ventricular escape rhythm of around 45 beats per minute. The safari2 xs was placed in the ventricle and the lotus edge was advanced over the arch and before crossing the valve they saw that the safari2 was positioned just below the aortic valve. The safari2 was then advanced lower but since it was a small ventricle the wire was in the apex and bend upwards towards the mitral valve. It was noted that the mitral valve was severely calcified (as seen on angio). Normal valve implantation and the nose cone tracked over the safari2 wire (nosecone pointing to around 2-3 o?clock). The angio before release showed an excellent result. No repositions were needed. The md mentioned that when retrieving the delivery system (nose cone from the ventricle) that they have to be aware of any blood pressure drop in case the wire or nose cone had accidentally perforated the ventricle. The blood pressure dropped and tte revealed a pericardial effusion. Pericardial drainage was performed, and the blood was given back to the patient. The patient received also blood transfusion and was reanimated due to the pressure drop. The cardiac surgeons were called into the hybrid or room. Then the patient stabilized and was being prepared for the intensive care. Several minutes later, the patient crashed again, and reanimation started again. Then an emergency sternotomy was performed. The surgeon lifted up the heart and the chest was filled with blood. The ventricle showed a tear in the left lateral wall and also at another position a hole was seen. The surgeon tried to repair the holes. The patient passed away on the table.